Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient was brought to the hospital due to an unrelated fall, auto mode switching due to far field r-wave oversensing was observed. Programming changes were made. Patient will continue to be monitored.